Manufacturer narrative:
If explanted, give date: not applicable, the lens remains implanted to date. (B)(6). Device evaluation: the product testing could not be performed as the product was not returned (the lens remains implanted). The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no discrepancies found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search in complaint system revealed that no additional complaint folders were received for this production order. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a female patient had a cataract extraction on the left eye and was implanted with an intraocular lens (iol) on (B)(6) 2020. The operation was successful. After the operation, tobramycin dexamethasone eye cream was used to wrap the eyes. On (B)(6) 2020, reexamination of the left eye was done with the following results: 0.12, conjunctival hyperemia (+), corneal edema (+ +), kp (-), anterior chamber is often deep, tyn (+), pupil is often large, intraocular lens was reported to be in a positive position, intraocular pressure: 28.3mmhg, (non-contact tonometer), and other structures were the same. The patient was immediately given symptomatic treatment such as mydriasis, tobramycin injection into the left eye, timolol maleate eye drops to reduce intraocular pressure and so on. Examination was done on (B)(6) 2020 with the following results: left eye: 0.4, conjunctival hyperemia (+), corneal edema (+), anterior chamber often deep, tyn (+ -), anterior chamber inflammatory reaction was absorbed. Congruent structure was the same as before. Dosage reduction was done. Reexamination was done on (B)(6) 2020 with the following results: left eye: 0.5, conjunctival congestion (+ -), corneal edema (+ -), anterior chamber often deep, tyn (-), pupil often large. It was reported that the present, the patient's anterior chamber inflammation is completely absorbed, the routine medicine is taken, and the outpatient reexamination is carried out one week later. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.